Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 65904960 qty 2. Catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # j7435622. Catalog #: 110031399, mini humeral tray standard thickness +0 mm taper offset, lot # 65817852. Catalog #: 110031424, bearing standard 36 mm diameter, lot # 65761153. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a shoulder procedure approximately one month ago. Subsequently, the patient was revised due to disassociation of the glenosphere from the baseplate. To fix the problem the central screw on the baseplate was tightened down. Attempts have been made and there is no further information at this time.